Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) automatically turned off twice while connected to the patient without displaying any error message. It was noted that the hanger assembly was broken, the keypad surface was compromised and the battery drawer was contaminated. The epg was returned unrepaired due to the expiration of service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) automatically turned off twice while connected to the patient without displaying any error message. It was noted that the leads were not properly placed initially, and the second time, everything was correctly set up, and it still shut off. The battery voltages were 1.4 millivolts(mv) confirming the issue was not with the batteries. The patient experienced junctional rhythm with heart rate in the 40s. An alternative epg was used which could not capture the atrial pacing and the patient was paced in an alternative mode. No further patient complications have been reported as a result of this event.